Event description:
It has been reported to philips that the system failed to boot. There was no reported patient or user harm. A philips field service engineer (fse) reloaded the system software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. Review of the system log file did not show any related malfunctions. During troubleshooting, the fse found issues with suite pc software. The fse restarted the system and reloaded the software of suite pc. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.